Manufacturer narrative:
Follow-up #1 date of submission 03/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings:a review of the device history indicated one unexplained pump reboot on the event date. During testing, the pump was exercised for 24 hours with no power interruptions. The pump case was removed and no evidence of moisture ingress or intermittent contact on the battery terminal contacts was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting without user intervention. The pump battery cap had allegedly never been changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.